Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2164898, medical device expiration date: 2023-12-31, device manufacture date: 2022-06-13. Medical device lot #: 2164897, medical device expiration date: 2023-12-31, device manufacture date: 2022-06-13. Initial reporter email: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced missing additive causing fibrin issues. This event occurred once each with two lots provided. The following information was provided by the initial reporter. The customer stated: we are experiencing fibrin problems.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced red cell ring causing fibrin issues. This event occurred once each with two lots provided. The following information was provided by the initial reporter. The customer stated: we are experiencing fibrin problems.

Manufacturer narrative:
Corrections were made updating the fields below. B.5. Event description: it was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced red cell ring, causing fibrin issues. This event occurred once each with two lots provided. The following information was provided by the initial reporter. The customer stated: we are experiencing fibrin problems.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced red cell ring causing fibrin issues. This event occurred once each with two lots provided. The following information was provided by the initial reporter. The customer stated: we are experiencing fibrin problems.

Manufacturer narrative:
D9: device available for evaluation: yes. D9: returned to manufacturer on: h.6. Investigation summary: 2022-11-03. The following fields were updated due to additional information: bd received 110 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for red cell hang up was observed. A complaint history review was performed and revealed a confirmed complaint trend for certain sample quality issues. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for red cell hang up based on the trend identified and the photos provided. A corrective and preventive action was created to address the issue.